Event description:
Related manufacturer reference number: 2017865-2021-28982 additional information indicated that the patient presented in clinic due to dislodgement of the right ventricular (rv) lead. It was noted that the rv lead capture threshold could not be measured, had sensing issues due to r-wave amplitude variation, and varying low voltage impedance. The patient was asymptomatic. Additionally, it was noted that the right atrial (ra) lead had lack of slack. During the procedure, the physician could not retract the helix of both leads. The rv and ra leads were both extracted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for one day post implant device check. Chest x-ray performed revealed dislodgement of the right atrial (ra) lead. The physician opted to reposition the lead on (B)(6) 2021. The patient was stable.